Manufacturer narrative:
The reported event of loose or intermittent connection was confirmed. The event of failure to disconnect was confirmed. Analysis revealed an incorrect insertion of the torque wrench into the setscrew inset occurred. The wrench was not being aligned by the user to go into the hex inset of the setscrew. When the wrench is not being fully and correctly inserted into the setscrew, which causes the inset wall to be damaged and the hex to be stripped. This is consistent with user error. The longevity assessment was performed and the device was in normal range of operation. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an implant procedure, the set screw of the device could not be loosened or tightened. As a result, the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.